Manufacturer narrative:
Field service determine the power supply, scc-f+ was the complaint cause and the part was replaced. Review of instrument service history revealed no additional issues of smoke reported on architect isr54332 on or around the date of this complaint. No fire or damage to the instrument, or injury to personnel was reported. The architect system operations manual provides adequate information regarding electrical hazards, emergency shutdown procedures, and electrical safety parameters for the architect i2000sr processing module. The architect service manual contained adequate information for the troubleshooting, removal, and replacement of the part. The smoke was limited to the power supply, scc-f+; the damage did not spread to other parts of the instrument. No adverse trend for tickets with replacements of the power supply, scc-f+ was identified. A review of the architect product monitoring found no adverse trends of the architect i2000sr with regards to the current issue. A product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed smoke coming from the cable from the scc side of architect i2000sr. Initially, the scc power was turned on but there was no power. After several restarts, the account observed the smoke. No injury was reported.